Event description:
Two physiotherapists were lifting a pt using an extra large sling. After the pt had been raised a few centimetres there was a sudden jerk as something in the left shoulder attachment clip appeared to give way. No injury to pt